Event description:
Patient underwent a left cochlear implant with a cochlear corporation nucleus ci512 device in spring of 2011 (approx 7 months ago). She subsequently has developed a failure of the internal device.